Event description:
The customer observed a falsely decreased sodium result for a patient sample tested on alinity c processing module serial number (B)(6). The sample was retested on a different alinity c processing module with a higher result. The sample was also retested on the same alinity c processing module with a higher result. The following data was provided. Sample ID (B)(6) (alinity c serial number (B)(6) sodium: 116 mmol/l. Sample ID (B)(6) (alinity c serial number (B)(6) sodium: 144 mmol/l. Sample ID (B)(6) (alinity c serial number (B)(6) repeat) sodium: 146 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system were performed. During the fse inspection, a leak was observed and resolved by reconnecting the tubing (tbg, hcw nozzle to hcw pump head). A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the site visit by the fse. The alinity systems operations manual addresses sample results observed problems for erratic results. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or deficiencies were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result for a patient sample tested on alinity c processing module serial number ac01428. The sample was retested on a different alinity c processing module with a higher result. The sample was also retested on the same alinity c processing module with a higher result. The following data was provided. (B)(6). No impact to patient management was reported.